Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the wolverine balloon and catheter. A microscopic inspection revealed that 1 blade and pad were lifted. All other blades were intact. As per complaint summary, blade lift was reported. The balloon was inflated at 20atm. The labelled indications for wolverine advise that the rate of burst pressure is 12atm for this device. It appears the device was used in a manner inconsistent with the instructions for use. The IFU clearly states the device should be slowly inflated under fluoroscopy (1 atm per 5 seconds) to nominal pressure (6 atm) and not exceed 12 atm during use. It is most likely that the blade and pad detachment occurred due to over-inflation of the device beyond its rated burst pressure, resulting in mechanical overstress of both the balloon structure and the adhesive bonds securing the blade pad, which subsequently led to blade pad detachment.

Event description:
It was reported that the blade came loose. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 20 atm and it was noted that the blade came halfway loose. The device was removed, and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the blade came loose. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 20 atm and it was noted that the blade came halfway loose. The device was removed, and the procedure was completed with another of the same device. No patient complications reported.